Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient experiencing ineffective stimulation was reported to abbott. The leads were explanted and replaced with a paddle lead. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2024-07840. It was reported that the patient was receiving inadequate therapy form their scs system. The patient was mostly experiencing stimulation in their ribs rather than their intended pain areas. One of the patient's leads was discovered to be fractured. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs leads were explanted and replaced. Therapy was restored post operatively.